Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: (4117/213): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge emergency support representative conversed with the customer, at which time, was advised that the customer recognized that the issue was caused by moving the patient. Moreover, the customer advised that the iabp unit was not sent to the customer's biomedical department as there was no issue with the unit. A supplement report will be submitted should additional information be provided.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) alarmed ¿leak in iab circuit" when the end user turned the patient, although the alarm was for a predictable reason, and no product failure and/or malfunction. It was also reported that the end user used the iab fill key and the unit did not alarm again. Additionally, the end user denied any evidence of blood in the catheter, and the patient was on bipap, was not febrile or coughing. No patient harm, serious injury or adverse event was reported.